Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping catheter and post procedure the bwi product analysis lab identified that the device tip was fully separated. During the procedure, the magnetic sensor issue/error was displayed. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip of the device was separated. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. A microscopic inspection was performed on the area and adhesive residues were found, no manufacturing deficiencies were observed. A manufacturing record evaluation was performed for the finished device 31571205l, and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The tip separation issue could be related to the handling/shipping of the device after the procedure; however, this could not be established conclusively. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).